Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had loss of capture noted on the interrogation. It was also mention that the cardiac resynchronization therapy defibrillator (crt-d) had trouble keeping wired telemetry going. Follow up with the physician office yielded no further information. The lead and device remain in use. No patient complications have been reported as a result of this event.